Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that an error code occurred, the main printed circuit board (pcb) was found to be out of electrical specification. It was determined during analysis that the connector assembly was broken. Analysis also noted that the hanger assembly was broken, capacitor c277 was damaged on main printed circuit board (pcb), the upper case was broken, lower case was broken, six plugs were contaminated, and five screws were contaminated. All found defective parts were replaced and all other identified issues resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.